Event description:
The associated ICD showed eos on (B) (6) 2009 and there was 1 charge aborted on that day. No environmental considerations or medical procedures were noted. The iegm recording from this event demonstrates a noise artifact on the rv channel. The pace/sense portion of this lead was capped on (B) (6) 2010, and replaced with a setrox s 60, (B) (4). Lumax 340 dr-t, (B) (4), MDR 1028232-2010-00049.